Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use/patient education information insert foley catheters only for appropriate indications and leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine.* proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end-of-life care ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures directions for use 1. Wash hands and don clean gloves 2. Using proper aseptic technique open outer csr wrap 3. Place underpad beneath patient, plastic/¿shiny¿ side down 4. Use the provided cleansing wipe to cleanse patient¿s peri-urethral area 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 6. Don sterile gloves 7. Position fenestrated drape on patient 8. Remove top tray and place next to bottom tray (keep on csr wrap) 9. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon 10. Remove foley catheter from wrap and lubricate catheter 11. Prepare patient with packet of pre-saturated antiseptic swab sticks note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward 12. Proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. 14. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 15. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device. 16. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 17. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 18. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 19.document procedure according to hospital protocol foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tip broke off after insertion with the tip retained in the bladder, and it was occurred during a surgical procedure that requires a catheter. It was stated that when they contacted a urologist, they stated to place another catheter and as long as no resistance was met, and the urine wasn't blood to remove the catheter today ((B)(6) 2022) and they would see the patient next wednesday for a cystoscopy. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter tip broke off after insertion with the tip retained in the bladder, and it was occurred during a surgical procedure that requires a catheter. It was stated that when they contacted a urologist, they stated to place another catheter and as long as no resistance was met, and the urine wasn't blood to remove the catheter today (B)(6) 2022 and they would see the patient next wednesday for a cystoscopy. No medical intervention was reported.